Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-13059. It was reported, the pt was no longer receiving stimulation. A sjm rep was unsuccessful in trying to reprogram the scs system. The physician explanted the entire system.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.